Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded out of range right ventricular (rv) signal amplitude measurements. Additionally, the device exhibited farfield r-wave oversensing on the atrial channel resulting in inappropriate atrial tachy response (atr) mode switches. Technical services (ts) discussed potential programming options. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.